Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#serial#: (B)(6), implanted: (B)(6) 2018, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: (B)(6) 2018, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(6), ubd: 22-nov-2021, UDI#: (B)(4), product ID: 977a260, serial/lot#: (B)(6), ubd: 22-nov-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated their stimulator quit working. Patient stated they took the battery out of the controller to try to get it to work and it said settings not available cannot provide your desired settings. Patient mentioned this has happened before and they would have to put it on a different setting to get the device to go in again and a rep would come and help. Agent reviewed role of representative and redirected patient to their healthcare provider to further address the issue. Additional information received indicated that their ins quit working and could not provide desired settings. The patient mentioned that a manufacturing representative (rep) looked at their ins and told them the ins already quits and was advised that if they needed any surgery they needed their ins to be charge. The patient mentioned they are waiting with their doctor further instruction. The patient mentioned that they "don't have any working leads". The patient was coordinating with their hcp for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient called back stating they reported that their scs device quit on them. Pt was not happy about it because their ins quit completely on them for it was no good. Pt said the man they talked to said all the leads were bad and it quit completely. Pt was not happy because since then they had not heard nothing but a letter about something they should not say and they did not return it. Pt was not having issues any more for almost a year. Pt mentioned their stimulator stim ran out on them about a year maybe or not that long ago but they always had trouble with it. Pt had a new battery put less than a year before it was out because 3 or 4 years ago probably half of their leads worked, then after about 3 years their leads went out on them.